Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0821 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (refs0821) have been reported from the same facility. .

Event description:
It was reported "the PICC nurse had 5 of these lines double back on her in a course of 2 days." Additional information received "from what I gathered, the lines would create a u upon insertion or coil during placement. Secondly, there was no patient harm. " (B)(6) 2022-one used sample was returned to represent the 5 affected units. The returned sample showed kink damage. The facility reported the same issue occurring on 5 catheters. This report addresses the second device/no sample returned.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0821 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (refs0821) have been reported from the same facility. .

Event description:
It was reported "the PICC nurse had 5 of these lines double back on her in a course of 2 days." Additional information received "from what I gathered, the lines would create a u upon insertion or coil during placement. Secondly, there was no patient harm. "01/31/2022 -one used sample was returned to represent the 5 affected units. The returned sample showed kink damage. The facility reported the same issue occurring on 5 catheters. This report addresses the second device/no sample returned .